Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer stated that the insulin pump alarmed no delivery during bolus and sometimes during manual prime. No further information was provided.